Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi operation. A device download was performed successfully.